Event description:
Reporter stated there have been a total of three incidents in which tubing leaked as a result of "perforated" cuts found in the tubing. In one incident a chemotherapy drug, taxol, spilled onto floor during priming. Reportedly, no medication splashed onto patient or nurse. It was confirmed that there was no injury. Chemo spill was reported to have been cleaned up appropriately. The other two incidents were reported to have been saline solution that leaked, causing no patient or staff injury.